Manufacturer narrative:
(B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an oxygen not available alarm. The device was reported to have rebooted and kept operating when an oxygen not available alarm occurred. The unit was in use on a patent, but there was no medical intervention. A ventilator swap was not necessary and there was no delay in therapy. A philips service engineer (se) was dispatched to the customer site and the reported issue was not confirmed. The se performed testing on the device and the issue was not replicated. The device passed performance verification testing.